Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) after approximately 43 months of implant. An expression of dissatisfaction was made with regard to device longevity.